Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40 mg/dl and associated symptoms of confusion and severe dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged an inaccurate delivery issue; the basal history did not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: during investigation, the pump was returned with the basal program 1 set to: 1.30/hr at 00:00 and 1.30/hr at 08:00. The basal change history for 06-05 appeared to be inaccurate with the basal program 1 due to a prime being performed at 07:25, the user manually changing the basal segment from 1.275u/hr to 1.25u/hr and the user manually changing the basal rate u/hr to the current basal rates on (B)(6) 2017. There were no hypersensitive or stuck keys were observed on keypad. The total daily dose (tdd) added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. There were no errors, alarms or warnings during testing. Unable to duplicate a basal history recording defect during testing.